Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 did not deploy. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee arthroscopy procedure, the surgeon deployed t1 implant successfully, when the t2 was going to be deployed, an audible click was heard. The needle was removed from meniscus and was observed that the t2 implant cannot be deployed. T1 was left secured in the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure, the surgeon deployed t1 implant successfully, when the t2 was going to be deployed, an audible click was heard. The needle was removed from meniscus and was observed that the t2 implant cannot be deployed. T1 was left secured in the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.